Event description:
The customer reports discrepant and falsely elevated architect ca 19-9xr assay results for one patient sample generated on an architect i2000sr analyzer. The sample generated results of 94.02, 113.51 and 132.76 u/ml. The customer recorded a result of 114 u/ml. These results were run on a patient sample but were intended only as an internal comparison study and were not reported out of the lab. Prior to this, the customer had experienced calibration failures with controls drifting high and low and eventually out of specification high. There has been no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
The suspect medical device has changed from the architect ca 19-9xr assay, list no. 02k91-25 (MFR report no. 1415939-2014-00081) to the architect i2000sr analyzer, list no. 03m74-01. The MFR report no. 1628664-2014-00037 is being resubmitted to document the architect i2000sr analyzer as the suspect medical device. Suspect medical device change.

Manufacturer narrative:
This issue was previously submitted under MFR report# 1628664-2014-00037. The suspect medical device changed from the architect i2000sr analyzer, list no. 03m74-01 to the architect ca 19-9xr assay, list no. 02k91-25. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).